Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all original components remaining implanted and in use. The trial and wear study were conducted to determine the location for the permanent system implant and the patient is a participant in the decision process. Surgical intervention was performed per the patient request and not due to any failure of the nalu system.

Event description:
Patient successfully completed a trial and wear study in april 2024 and was then implanted with a nalu peripheral nerve stimulator system on 02may2024 to treat hip pain. The implantable pulse generator (ipg) was placed in the lower back area and the leads targeted the cluneal nerve. After implanting the permanent system the patient reported discomfort with the location of the ipg and requested to have it moved. A surgical revision was performed on 29may2024 to move the ipg per the patient request. No components were explanted or replaced and no new components were implanted during the procedure.